Event description:
Information was received indicating that during testing the pump exhibited a delivery volume issue.

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing. The event log showed no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The expulsor was slightly over delivering. The root cause of the reported problem is unknown. The expulsor was trimmed to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.